Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.b3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc blood leaks out of blood control. The following information was provided by the initial reporter: when starting the IV the valve has been faulty and didn't work. This caused blood to leak out immediately and didn't expect the valve to not work.